Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the attune poly extractor plastic tip broke off. There was no surgical delay.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received, used attune poly extractor and plastic tip broke off. The product was not returned to depuy synthes. However, photos were provided for review. The photo investigation revealed, that the device 254500138, attune tibial trial extractor found, one of the device prongs broken off. Potential cause can be attributed to unintended use error, by use of excessive force in a prying motion and overload of the material. Since, the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed. As the observed, condition of the 254500138, attune tibial trial extractor would contribute to the complained device issue. Based on the investigation findings, potential cause can be traced to unintended use error. And it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.